Event description:
In 2006 a patient received a trunk-ipsilateral leg component. Two days later, the same patient received two contralateral leg components. Multiple attempts have been made to obtain dditional information without success.

Manufacturer narrative:
H6: code - a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.